Event description:
It was reported that the health care professional (hcp) called in for review of device data. Boston scientific technical services (ts) reviewed and found that this pacemaker system exhibited myopotential noise however, there was no pacing inhibition. Additionally, it was noted that this right ventricular (rv) lead exhibited fluctuating pacing impedance measurements between 1,099 and 741 ohms which is not expected. The patient was seen in the clinic over a year ago, and they were not able to reproduce the noise. Ts provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).